Manufacturer narrative:
.

Manufacturer narrative:
Contact information: (B)(4). A follow-up report will be submitted once the investigation is complete.

Event description:
The customer reported that the ventilator only runs on battery power. The customer reported that the unit was in use on patient, but there was no patient harm.